Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was seen for a routine follow-up visit one month post-implant. Interrogation of the s-ICD revealed four untreated episodes that were recorded four days after the system was implanted. It was suspected that the patient was in atrial flutter and there was some oversensing. Testing was performed and it appeared that the secondary vector was the best choice for sensing. No adverse patient effects were reported. Data was submitted to boston scientific technical services (ts) for review. A ts consultant reviewed the data and discussed that based on the electrograms, the patient was not in atrial flutter, but rather the device was oversensing an artifact normally associated with a connection issue or loose setscrew. Additional troubleshooting was discussed, including programming the s-ICD to the primary vector to avoid the oversensing as this issue usually occurs in the secondary and alternate vectors. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient will continue to be monitored and the s-ICD remains programmed in the secondary sensing vector. If the patient experiences any further inappropriate episodes due to this issue, programming the s-ICD to the primary vector will be considered. If appropriate. The s-ICD and electrode remain implanted and in service. No adverse patient effects were reported.